Manufacturer narrative:
Continued from concomitant medical products: cell-dyn emerald cleaner manufactured 8/10/2010, expires 06/18/2012. A product deficiency was identified. The investigation demonstrated conclusively that only cell-dyn emerald cleaner lot 4349 was affected. The root cause is the vendor ((B)(4), the OEM supplier).

Event description:
The customer stated quality controls on the cell-dyn emerald analyzer were intermittently dropping out of range low for the rbc and platelet parameters when cell-dyn emerald cleaner lot 4349 was in use. A new lot of cleaner was sent to the customer to resolve the issue. There was no adverse impact to patient management reported.